Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. (B)(4). The pump was not returned for evaluation as it was not explanted. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists peripheral thromboembolic events and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient started feeling very poorly, experiencing chest tightness and shortness of breath. The patient was admitted on (B)(6) 2017. Low flow events were occurring frequently. The patient¿s inr was 3.28, and lactate dehydrogenase was 600 u/l. A positron emission tomography, echocardiogram, and CT/CT angiography were performed. The CT angiogram showed a small irregular non-occlusive thrombus in the outflow graft, from proximal aspect of the conduit to the aortic arch. The ramp echocardiogram showed no changes in left ventricular size or decrease in the mitral regurgitation despite changes in pump speed. A system controller exchange was performed to rule out any external component causing the low flow alarms, and the pump speed was decreased. The patient had a sudden onset of headache and vomiting. The head CT scan was unremarkable. On (B)(6) 2017, repeat CT angiography of the chest was performed and the outflow graft thrombus. The patient continued to have persistent headache. A repeat head CT scan showed a new evolving cerebellar infarction with cerebral edema. The CT of the abdomen and pelvis showed multiple small renal and spleen embolic infarctions, and right common femoral artery infarctions. The right lower extremity arterial doppler ultrasound showed partially occlusive distal embolism, no palpable peripheral pulses were appreciated; however, there were no clinical signs of ischemia. The patient developed hyperthermia and hematuria. On (B)(6) 2017, the patient suffered brain herniation. Care was withdrawn and the patient expired. No additional information was provided.